Manufacturer narrative:
Initial and final MDR 1880327- MDR 3003442380-2024-06592- device 2 of 3 e1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that three infusion set was leaking from its site within 2 days of use. No further information was available